Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing during a laparoscopic cholecystectomy, the outer clip did not advance making the inner clip malformed. The surgeon tried two more times, but the same event occurred. On the fourth firing, it was successful. The procedure was completed with another device. The patient status is alive with no injury.